Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 500mg/dl. The customer's current blood glucose level is 485mg/dl. The customer states having issues with the site and when they would remove the cannula it would be bent and not straight and would experience high blood glucose levels. The customer decline to trouble shoot for high blood glucose levels. The customer was advised of the aftercare email and the tracking the email on file.